Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. The organism was identified as staphylococcus aureus related. No further patient complications have been reported as a result of this event.